Event description:
It was reported that during a hernia repair procedure, the clips would not advance. Upon the first use, no clip would advance in the jaws, despite several attempts. Another applier from the competition was used to complete the case. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Jaws in closed position, malformed clip. The analysis results of the device found that it was received with jaws in the closed position. The trigger was manually assisted in order to open the jaws; one malformed clip was released. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, the remaining clips were conforming according to our manufacturing specifications. The device locked as intended but the orange indicator did not show up completely. A batch record review was performed and no anomalies were found during the manufacturing process.